Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, adverse event problem: investigation summary. Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this (B)(4) is related to (B)(4) which reports the gouge that had some design problem in the second surgery. This pc is about the breakage of the locking screws after the first surgery. It was reported that on (B)(6) 2018, the patient underwent a surgery with an ankle plate, the lcp low bend medial distal tibia plate and 5 locking screws in question. When the patient visited hospital at the end of (B)(6) 2019, to ask the surgeon to remove the implants, the surgeon found by x-rays that 3 proximal locking screws of the tibia plate had been broken at their neck. On (B)(6) 2019, the patient underwent the removal surgery. After the successful removal of the ankle plate, the surgeon found that 2 distal screws of the tibia plate had been broken at their neck. After removal of the tibia plate, the surgeon removed bone around the screws with the gouge and hollow reamer. The surgeon could remove 5 broken screws with the extraction bolt and the pliers for screw removal. The surgery was delayed by 70minutes. No further information is available. Concomitant device reported: lcp medial distal tibial plate ( part# 04.112.518s, lot# unknown, quantity 1) and unknown locking screws ( part# unknown, lot# unknown, quantity unknown). This complaint involves five (5) devices. This is 3 of 5 for report (B)(4).